Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed voo mode. The physician attempted to program the device to ddd without success. The patient was pacemaker dependent and had previously been lost to follow-up. The physician declined microprocessor download and scheduled a device replacement.